Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and touchscreen became unresponsive so pump could not be operated. There was no reported adverse impact to the customer¿s blood glucose level. Customer had no backup therapy available, and planned to contact healthcare provider, while technical support confirmed warranty and arranged replacement pump replacement.